Manufacturer narrative:
The reported device was not returned to manufacturer. Without receipt of the device the reported clinical observation cannot be confirmed. The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that 4100 26mm bioprosthetic mitral ring implanted approximately one (1) year and thirteen (13) days was explanted due mild mitral stenosis and 3+ regurgitation. The ring was replaced with a mitral bioprosthetic valve. Patient also received implant of an annuloplasty ring in the tricuspid position. The patient was reported in stable condition and without complications.